Event description:
The caller reported that the pump battery would not charge despite using a tandem charging cable and wall outlet, with attempts to resolve the issue by leaving the adapter plugged into a working outlet. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump as a backup therapy, and cts arranged a replacement pump, providing instructions on storage mode and return process.